Manufacturer narrative:
The lot number is unk, therefore, the expiration date and device MFR date cannot be determined. The device has not been returned for eval. A device analysis cannot be performed, therefore, the cause of the reported malfunction is undetermined. The 2008, 15-month hemostasis generator product family trend report, inclusive of all failure modes, was reviewed; no negative trends were noted.

Event description:
It was reported to boston scientific corp in 2008, that a endostat ii electrosurgical power generator was planned to be used two days later. According to the complainant, the device did not cauterize. It was further reported that after the user performed an initial bench test, there was no power and, therefore, the malfunction was attributed to the console (generator). The device was not used in a procedure, and there was no pt involvement.